Event description:
Reporter stated that pt was experiencing chest pains and symptoms of hyperglycemia. Reporter indicated that pt tested her blood glucose result of 140 mg/dl, while using the suspect device. Pt reportedly sought treatment, for hyperglycemic symptoms, at the hospital. Reporter noted that, 20 minutes later. Pt's blood glucose was measured (venous sample), in the facility's reference lab, with a result of 322 mg/dl. Teporter indicated that pt was also underwent an EKG, CT scan, and a urine test (which revealed an enlarged liver). Reporter stated that pt was kept overnight, for observation. No additional details of pt's treatment were provided. Quality control testing had not been performed on the ystem. Technical support requested the return of the suspect product and replacement product was shipped.